Manufacturer narrative:
Investigation of the issue included a review of the complaint text, a search for similar complaints, in-house testing, review of manufacturing documentation and labeling review. Return testing was not completed as returns were not available. Review of tracking and trending reports did not identify any related trends for the architect total b-hcg assay. However, elevated complaint activity was identified for reagent lot 01177ui00. Testing of panels which mimic patient samples was completed using a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer reported a false positive architect total b-hcg result. Sample ID (B)(6) generated an initial result of 1289.55 iu/l. A new sample was collected (B)(6) and generated a negative result (<1.20 iu/l). The original sample ((B)(6)) was retested and generated a negative result (<1.20 iu/l). No impact to patient management was reported.